Event description:
It was reported thrombus occurred during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and 27mm watchman flx laa closure device and delivery system were used. The closure device was deployed and recaptured multiple times during the procedure. The closure device was successfully implanted. At the end of the procedure, thrombus was noticed on the access system and closure device. The physician chose to use lovenox in place of heparin during the procedure and the thrombus was resolved. The patient condition was good and they have since been discharged home. The patient will be on previscan for three months.